Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient needs glasses for reading and prescribed drops for dry eye. Also within a few months yag capsulotomy was done to the patient. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.